Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the nexiva 20 ga x 1 in single port experienced having the safety mechanism unable to disengage from the catheter/stuck at hub. Product defect was noted after use. The following information was provided by the initial reporter: material no: 383516 batch no: 9252054 it was reported that the needle rubbed and scrapped during retraction and only partially retracted. Event description per states: bd nexiva IV opened at bedside was not retractable and rubbed and scraped as the inserter needle was retracted slightly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nexiva 20 ga x 1 in single port experienced having the safety mechanism unable to disengage from the catheter/stuck at hub. Product defect was noted after use. The following information was provided by the initial reporter: material no: 383516, batch no: 9252054. It was reported that the needle rubbed and scrapped during retraction and only partially retracted. Event description per states: bd nexiva IV opened at bedside was not retractable and rubbed and scraped as the inserter needle was retracted slightly.